Event description:
The pt called lfs alleging that their one touch ultra meter would not power off. The customer svc rep discovered that the battery was sealed in incorrectly. Once the battery was placed in properly, the meter would not power on. The pt neither alleged harm nor experienced injury. Pt contacted a med professional; however, no further treatment was sought. The csr verified that the pt was using the correct strips, battery contacts were in good condition, and the battery was replaced less than 1 year ago. Power issue was not resolved through troubleshooting. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Pt's meter was replaced.